Event description:
It was reported that white film appeared around the connections of a luer activated valve after cleaning the end of the valve with chlorhexidine. This occurred during a patient infusion. The reporter stated that the facility had recently switched from using alcohol to clean the valve ends; no issues were noted when using alcohol. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.